Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department from the pre-induction heart and lung unit for an unspecified reason. During testing at the user facility, the device did not sound an audible alarm tone when an occlusion on line a was induced. There were no reports of any adverse patient event while the device was in clinical use. Though requested, no further information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.